Event description:
Healthcare professional reported, a left-side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, 1 opening assessed, as surgical damage. Malposition: unable to observe, as it is not related to the device. Crease/folding of implant: no creases observed. Additional observations: no other observations observed. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional reported a left-side rupture. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.